Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the system gave a charge-time error message. A review of the device downloaded memory was done by technical services. It was determined that the charge-time error message was due to the corruption of device counters in the memory. The charge-time error was false. There was no evidence of a long charge time in the device memory. Technical services advised that it is still okay to continue using the device. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
Device memory analysis identified a long-charge error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the system gave a charge-time error message. A review of the device downloaded memory was done by technical services. It was determined that the charge-time error message was due to the corruption of device counters in the memory. The charge-time error was false. There was no evidence of a long charge time in the device memory. Technical services advised that it is still okay to continue using the device. There were no adverse patient effects. The device remains implanted.

Event description:
It was reported that the system gave a charge-time error message. A review of the device downloaded memory was done by technical services. It was determined that the charge-time error message was due to the corruption of device counters in the memory. The charge-time error was false. There was no evidence of a long charge time in the device memory. Technical services advised that it is still okay to continue using the device. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.